Manufacturer narrative:
The event was observed during analysis. Final analysis revealed metal fragments in the right ventricular connector within the device header. Sem spectroscopy revealed the metal fragment composition to be titanium.

Event description:
This report is to advise of an event observed during analysis. Metal fragments in the right ventricular connector of the device header were revealed during analysis.